Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 99 mg/dl at the time of admission. The customer used food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed for the low. The customer was having sensor calibration issues. The insulin pump will not be returned for analysis.